Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had a motor error alarm. Customer also reported the insulin pump rebooted after the alarm occurred. It was also reported a force sensor calibration values corrupted alarm occurred on the insulin pump. Customer's blood glucose was unknown. Troubleshooting was not completed as the customer was unable to clear the alarm. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received stuck an alarm loop after battery installation due to a software error. Unable to perform any test due to the alarms also, unable to confirm motor error alarm due to the alarm. The motor was tested outside of the device and passed. The insulin pump had cracked reservoir tube lip and minor scratches on display window noted.